Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipgs was no longer holding a charge resulting to longer charging time. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned due to hospital policy.